Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat issue. A review of the customer provided image confirms the batch number and product number. The anchors appear to be detached from the needle. A visual inspection revealed the device was returned outside of original packaging. The suture is loose from the needle the anchors are attached to the needle. The t1 anchor appears to have been placed back onto the needle at the distal tip. The t2 anchor is as intended. The actuator tip appears to be in the t2 pre-deployment position. No physical damage visible to the device. A functional evaluation revealed the t2 anchor could be deployed as intended using the actuator and deployment knob. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of the fast-fix could not be deployed, t1 was left secure in the patient. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.